Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results between coaguchek xs meter up1121700 and an unknown laboratory method. The customer had a nosebleed and went to the hospital to have his inr checked. The result from the laboratory at 3:56 p.m. Was 3.6 inr. The customer was treated with an intravenous vitamin k injection. The result from the meter 30 minutes later was 2.5 inr. There is no information to suggest the device caused or contributed to the nosebleed. The customer currently feels well. The customer's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr):qc 1: 2.7 inr,qc 2: 2.8 inr,qc 3: 2.8 inr,all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.